Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during attempted implant, following right ventricular septum placement, this lead exhibited high thresholds and low amplitudes. The lead was removed and replaced with no further complications. No resulting effects and no return of product.